Manufacturer narrative:
It was reported that "after flushing the pressure measurement system, white particles are visible in the system." The customer did not report any serious injury or medical intervention as a result. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
White particles are visible in the system.

Manufacturer narrative:
Updated d9, h2, h3, h6. Recall number - r-26-046.